Manufacturer narrative:
The reported event is confirmed manufacturing related. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Visual: received one (1) used all-silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngjx2982. Visual inspection noted mushrooming. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a 0.013" pinhole found at the trifurcation. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial reporter phone number: (B)(6). Corrections made to tab d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in pre-tests before use, the balloon of the foley catheter expanded without any problems when water was injected, but after placement on the patient, the catheter came out and the distilled water was lost. Per notification from investigator on 12feb2026 it was reported that balloon cuffing was found during sample evaluation on 03dec2025.

Event description:
It was reported that in pre-tests before use, the balloon of the foley catheter expanded without any problems when water was injected, but after placement on the patient, the catheter came out and the distilled water was lost.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.